Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 960-152, (B)(4). Device manufacturing date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient images appeared negative after being loaded from the cd. Troubleshooting was performed at the time of the reported event by deleting the patient exam and changing the overrides of the media_io file per kd article "2d <(>&<)> 3d image quality / white images / block 3d model". The site reloaded the exam and the images were correct. The case was continued. There was a 20 minute delay to re-load the exam and re-register the patient and no impact to patient outcome.

Manufacturer narrative:
Additional information: patient weight received. If information is provided in the future, a supplemental report will be issued.